Event description:
It was reported that an ilet user experienced frequent lows and highs while using the g7-integrated system and was consuming insulin more quickly than usual, with insulin cartridges lasting about a day to a day and a half; review of reports and interviews indicated the user had not been announcing meals, leading to postprandial hyperglycemia followed by pump-driven corrections and subsequent hypoglycemia, and the event involved user interaction with the device user interface and required oral glucose for treatment. Symptoms included episodes of hypoglycemia and hyperglycemia, with the lowest sensor glucose reported at 63 mg/dl and highs up to 322 mg/dl. Outcomes included the need for medication intervention in the form of oral glucose, without hospitalization. Investigation included communication and interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no device malfunction, a usage problem related to missed meal announcements, and involvement of the user interface as the interacting component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.